Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds at follow-up consistent with their previous visit. Upon further review, 2 episodes of non-sustained ventricular tachycardia (nsvt) were found stored to the device displaying noise on the pace and shock channels of the lead consistent with myopotential oversensing. Pace and shock impedance measurements were stable and within normal limits; fluoroscopy was negative for any characteristics that may have caused or contributed to the reported noise and oversensing. Provocation testing was performed at which time noise was recreated. It was noted that the patient is not pacemaker dependent and there was no observed impact to therapy. The physician elected not to reprogram the device and later performed a revision procedure wherein the lead was explanted and replaced. No additional adverse patient effects were reported.